Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a1, b4, b5, b6, e1, e2, e3, g3, g6, h2, h6, h10, h11. The following sections were corrected: b2.

Event description:
It was reported that the patient began experiencing continued pain and stiffness approximately five (5) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona all poly patella 38mm catalog #: 42540000038 lot #: 64561081, persona revision cemented standard femoral component size 11 left catalog #: 42504607001 lot #: 64463084, persona distal femoral augment size 11 10mm catalog #: 42556607010 lot #: 64363701, persona revision posterior femoral augment size 11 5mm catalog #: 42556807005 lot #: 64363728, persona revision distal femoral augment size 11 10mm catalog #: 42556607010 lot #: 64363701, persona revision trabecular metal femoral cone size large catalog #: 42545001013 lot #: 64154149, persona posterior stabilizing articular surface 12mm left size 10-11 ef catalog #: 42512600812 lot #: 64086729, persona revision fixed tibial component size f left catalog #: 42542007501 lot #: 64296012, persona revision offset stem 6mm x 15mm x 135mm catalog #: 42560613515 lot #: 64530348, persona revision left medial half block size ef 10mm catalog #: 42555805310 lot #: 64323688, persona revision left lateral half block size ef 10mm catalog #: 42555805110 lot #: 64323684, persona revision trabecular metal tibial cone size medium catalog #: 42545000512 lot #: 64189939. H6 - component code - proposed code is mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient began experiencing continued pain and stiffness approximately five (5) years post-operatively. Attempts have been made, however, no additional information is available.